Manufacturer narrative:
While reviewing complaint for closure, it was noticed that the 510(k) number was not corresponding to the one written in the certificate of conformity of device br18024. Therefore, a new medwatch is sent to provide the correct 510(k) number.

Event description:
A company field service engineer was present at an seeg case at (B)(6) (br18024) on (B)(6) 2019 with drs. (B)(6). After placing the bolt for the last trajectory and getting the "distance to target" measurement, the robot experienced a communication failure and had to shut down. Surgeon did not try to move the arm and no one touched the arm when this occurred. After a restart, the robot worked fine. Patient was under anesthesia and after first incision, delay to case was inferior to 5 minutes.

Manufacturer narrative:
UDI# :(B)(4). It was reported that a communication failure occurred during a surgery. DHR review did not identify any contributory factors to the event. Complaint history review identified that among last complaint received, one complaint was received for the same root cause for this device. According to technical investigation the technical root cause of the event was determined to be a controller error detected as a udp socket timeout, this is a known design defect.

Event description:
A company field service engineer was present at an seeg case at (B)(6) (br18024) on (B)(6) 2019 with drs. (B)(6). After placing the bolt for the last trajectory and getting the "distance to target" measurement, the robot experienced a communication failure and had to shut down. Surgeon did not try to move the arm and no one touched the arm when this occurred. After a restart, the robot worked fine. Patient was under anesthesia and after first incision, delay to case was inferior to 5 minutes.